Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-dec-2017 with the following findings:a review of the pump¿s black box and alarm history showed a call service alarm, which is written in the pump's black box as. During investigation, a hard alarm was reproduced during the rewind step. The failure is defined as a language file corruption while retrieving the language text. The language corruption issue causing the alarm was found to be due to a malfunction in the flash chip, a component on the printed circuit board. Unrelated to the original complaint, the battery compartment was found to be cracked from the case seal traveling to the grip pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that call service alarm [069-yyyyyyy] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.